Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report moisture under the display. The customer stated they were in a high humidity area. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged at the electronic assembly also, moisture damaged was found on the motor and vibrator during our visual inspection. The insulin pump has minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip.